Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the physician that the pt was admitted to the hospital two days prior to the reported event and placed on pneumatic support using stroke volume limiter (svl) and ip console. The pt was known to possibly have experienced end of life pump symptoms. While the pt was on pneumatic support, the svl diaphragm would not move and stopped working. The pt was hand pumped immediately, but no resistance to air flow was noticed and the subsequent implementation of pneumatic support with the ip console was effective. A decision was made to replace the lvad with another lvad. See MDR 2916596-2007-00005 for further details on lvad issues.

Manufacturer narrative:
The pt remains on lvad support. The MFR was unable to perform an investigation on the reported event; root cause of the reported event is inconclusive. The device was discarded by the center and the lot number of the device was not reported to the MFR. Therefore, no physical testing or device history record review was possible. No further info is available. The MFR is closing its file on this event.